Manufacturer narrative:
Approximate age of device: 1 year and 1 month.a specific cause for the driveline infection and a correlation to the device could not be conclusively determined. The lvad was disposed of and was not available for investigation. A review of the device history record revealed that the device met applicable specifications. The instructions for use lists driveline infection as a potential adverse event associated with use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was transplanted on (B)(6) 2015. The patient had been moved up in status on the transplant list from 1b to 1a for a driveline infection. The patient was treated with oral antibiotics. The pump was disposed of.